Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there was moisture in the battery compartment and behind the display. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 2 date of submission 10/07/2016 ¿ correction: the serial number for this pump is (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: during investigation, the pump powered on to a dim and discolored display. There was evidence of moisture corrosion in the battery compartment. A leak test failed due to a battery compartment leak. Unrelated to the original complaint, the bolus button was torn but still responsive to user presses. The pump casing was found to be damaged. Additionally, the battery compartment was found to be cracked in three places. (B)(4).